Event description:
On 7/22/89 a device was implanted. On 10/25/94 the cuff was revised. On 4/01/97 the device was removed from the patient and replaced due to recurring incontinence, patient has difficulty activating the device. This was probably due to the inconsistency of filling solution used in the last two surgeries--"gummed up" the pump.